Event description:
It was reported to boston scientific corp on (B)(6) 2009 that an extractor xl triple lumen retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician swept for stones in the common bile duct once. The physician swept the second time and when the balloon came out of the papilla, they noticed it was deflated. The balloon came out in tact. The procedure was completed with another MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be submitted. (B)(4).